Event description:
A healthcare professional reported that during a cataract surgery, an ophthalmic system exhibited no irrigation, aspiration, or phacoemulsification after successful priming and tuning. The surgery was resumed after re-priming, and the surgeon felt that the phacoemulsification performance was different, and a system message was displayed. The surgeon also noticed that the settings changed to the default values. The procedure was completed on the same day with no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).